Event description:
Contact reports that three monarch polyaxial screws broke after a little over one year of being implanted. See mfg medwatch reports nos 1526439-2006-00049 and 1526439-2006-00050 for the other screws involved in this event.